Event description:
It was reported that during the inflatable penile prosthesis (ipp) implantation surgery, upon trying to inflate, due to fibrotic corpora, the relief valve did not allow to fully inflate the device. Some troubleshooting steps were taken but did not work. Due to this, the procedure was completed replacing the pump. There were no patient complications.